Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas 6000 e 601 module. The initial result was 1609 miu/ml. This result was reported outside of the laboratory where the physician requested repeat testing as the result did not correspond to the patient¿s clinical picture. The repeat result was 1.00 miu/ml with a data flag. This result was believed to be correct. The hcg stat reagent lot number was 62829300 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The customer was not having issues with calibration, qc, or any other tests. The field service engineer (fse) did not find a cause for the event. The fse performed a 21-cup precision test with pooled patient serum with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. No qc data was provided, however, the customer stated qc was acceptable. The customer used a centrifugation time of 2 minutes with a speed of 8000 revolutions per minute (rpm). Based on the type of sample tubes the customer uses, this centrifugation time may be too short and the speed may be too fast. Maintenance alarms were observed during a review of the alarm trace data. A general instrument or reagent issue was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.